Event description:
During a pci treatment procedure, the balloon ruptured at 12 atms. The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. First, a rotablator device was used in the lesion, and a pixel 18x2.25 mm balloon was used, but expansion of the lesion was not sufficient. The quantum maverick balloon was then advanced to the lesion and inflated one time when the rupture occurred. The quantum maverick balloon was removed and the procedure was completed. No patient injuries or complications were reported.